Event description:
A customer contacted baxter's global technical service center to report an alarm on the homechoice (hc) machine during fill 5 of 6. While troubleshooting, the home patient (hp) stated all the lines were clear except the supply line had some air pockets. Fill completed and the hc went to dwell 5 of 6. The hp was advised to contact the registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter product surveillance contacted the peritoneal dialysis (pd) nurse on (B)(4) 2010. There was no adverse clinical outcome to the patient associated with this report. No sample was available for evaluation. The patient followed proper procedures and has had no similar incidents occur.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.